Event description:
It was reported that the patient presented remotely with inappropriate automatic mode switch (ams) episodes on their pacemaker. It was noted that the ams episodes were caused by far r oversensing. Programming changes were made to resolve the issue. The patient was in stable condition.